Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing random feelings of increased stimulation around the implantable pulse generator (ipg) site. The patient underwent an ipg replacement procedure and a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.